Manufacturer narrative:
H4: the lot was manufactured from april 21, 2022 - april 22, 2022. H10: two (2) actual samples were received for evaluation. Visual inspection was performed along with magnification which observed a loose brown elongated appearing metallic foreign matter approximately 4 mm in length at bottom of the primary packaging (outside fluid path) and not touching the product for one (1) sample only. The reported condition was verified in 1 sample and not verified in the second sample. The cause of the condition could not be determined; however, the probable cause was related to manufacturing. The foreign matter would result in a delay of delivery; however, a delay of delivery is not likely to cause a death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate (reported as "impurities") were observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified at the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.